Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The device was received and the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the surgical dept was performing the procedure on a (B)(6) male pt with a medical history of chronic renal insufficiency disease, diabetes, and hypertension. During insertion, the physician experienced difficulty when removing the guide wire. The physician was able to remove the wire and opened a second kit.